Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, the evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the atypical events captured in the log file. A distal end driveline replacement was performed on (B)(6) 2016 and approximately 16 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. A few areas of minor breakdown of the metal braided shield were observed along the length of the driveline segment; however, visual inspection of the underlying wires under a microscope found no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised insulation were identified. The patient remains ongoing on pump support using an ungrounded patient cable and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. The replaced portion of the driveline was received for analysis. The evaluation is not complete. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that red heart alarms for low speed and pump stoppage events were occurring when the lvad system is powered by the patient cable and power module. The suspected cause was reported to be a driveline short-to-shield. The pump is reportedly stable when on battery power or an ungrounded patient cable is used with the power module. The patient was asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review which found multiple pump stoppages and low speed advisory alarms recorded. These issues only appeared to occur while the lvad was connected to the power module with the patient cable. X-ray images were also submitted for review and a possible suspect area was noted on the driveline internal to the patient. On (B)(6) 2016, the manufacturer's technical services performed a driveline evaluation. Phase interrupter testing found no open wires. An external driveline replacement was performed per request, beginning approximately 2 inches from the driveline exit site. All testing with the lvad system connected to a grounded patient cable passed immediately post the procedure; however, a low speed event occurred while the patient performed the body movement of reaching an arm to their opposite side. An internal driveline compromise is suspected. The patient was provided with ungrounded power module patient cables. The patient was transferred to another facility on (B)(6) 2016 for a transplant workup. As of (B)(6) 2016 the patient remained ongoing with lvad support.